Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: received for analysis was a device consistent with the reported complaint of a promus element ous 2.75/20mm, the proximal end including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device, however, the balloon size is consistent with a promus element ous 20mm. A visual and tactile examination found that there was a hypotube shaft break at 1435mm from the end of the distal tip. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking while crossing the lesion. A visual and tactile examination found that the centre struts were lifted, distorted and stretched. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts of the calcified and blocked (>90%) lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the shaft. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25aug2016. It was reported that crossing difficulties were encountered. The >90% stenosed target lesion was located in the calcified left circumflex (lcx) artery. After crossing the lesion with a non-bsc guide wire, a non-bsc balloon catheter was used for predilation. A 2.75x20mm promus element drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and further dilatations were then done at high pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break and stent damage.